Event description:
The reporter stated that rep did back to back blood glucose tests, within ten minutes, using separate fingersticks. Rep results were 167, 83 and 111 mg/dl. Rep did not have any symptoms. During troubleshooting rep realized that the confirmation dot on some of the strips were a light green. Rep checks the confirmation dot for enough blood. No harm was alleged.